Manufacturer narrative:
Quality-safety evaluation of ptc received on 08-jun-2016: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed chronic pain. Essure device was removed; however her pain persisted. Additionally, she was diagnosed with rheumatoid arthritis. Pain is listed according to essure's reference safety information, while the other event is unlisted. During essure micro-insert therapy, abdominal and pelvic pain may occur. In this particular case, consumer's pain started in close association with essure insertion and no alternative explanation was provided. Although a negative dechallenge was reported, limited information was given for a comprehensive causality assessment (neither the method for essure removal was specified nor were the findings during the surgery provided). However, based on the available information and event's nature, causality with the suspect insert cannot be totally ruled out. Regarding the reported rheumatoid arthritis, considering event's nature and given essure local action into the fallopian tubes causality with the suspect insert is considered very unlikely. This case was regarded as incident, since device removal was required. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states on 06-may-2016, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2011. Approximately three months after being implanted the essure, an hsg (hysterosalpingogram) was performed to confirm that her fallopian tubes were blocked. After undergoing the implantation of essure, plaintiff developed chronic pain, which she continues to suffer daily even though the essure micro-inserts have since been removed. After undergoing implantation of essure, plaintiff was diagnosed with rheumatoid arthritis. Physician determined that essure was responsible for causing her rheumatoid arthritis and plaintiff had the essure micro-inserts removed in (B)(6) 2014. As a result of being implanted with essure, plaintiff continues to suffer daily from chronic pain. Moreover, since having essure implanted, plaintiff now must undergo extensive medical treatment for her rheumatoid arthritis. Company causality comment this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed chronic pain. Essure device was removed; however her pain persisted. Additionally, she was diagnosed with rheumatoid arthritis. Pain is listed according to essure's reference safety information, while the other event is unlisted. During essure micro-insert therapy, abdominal and pelvic pain may occur. In this particular case, consumer's pain started in close association with essure insertion and no alternative explanation was provided. Although a negative dechallenge was reported, limited information was given for a comprehensive causality assessment (neither the method for essure removal was specified nor were the findings during the surgery provided). However, based on the available information and event's nature, causality with the suspect insert cannot be totally ruled out. Regarding the reported rheumatoid arthritis, considering event's nature and given essure local action into the fallopian tubes causality with the suspect insert is considered very unlikely. This case was regarded as incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("small metallic fragment in the left pelvis which may be related to prior essure device placement"), device dislocation ("small metallic fragment in the left pelvis which may be related to prior essure device placement" (B)(6) 2018"), pelvic pain ("chronic pain / daily pain"), genital haemorrhage ("heavy bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a 39-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2007 and (B)(6) 2009), coital bleeding in (B)(6) 2010, endometrial ablation, hypothyroidism and vitamin d deficiency. *essure confirmation test, hsg, on (B)(6) 2011 : satisfactory placement of bilateral essure microinserts with complete tubal occlusion on (B)(6) 2013, crp high sensitivity showed 3.6 mg/l <1.0 rheumatoid factor was 60 iu/ml <14 on (B)(6) 2015 - MRI knee left revealed peripheral longitudinal year within the anterior horn of the lateral meniscus, moderately severe chondromalacia patella with areas of chondromalacia at the anteromedial and anterolateral aspects of the tibial plateau moderate sized knee joint effusion with large moderate sized knee joint effusion with large lobulated popliteal cyst. The joint fluid is of increased t1 signal suggesting synovitis or hemarthrosis. There is no aggravated any psychiatric and psycological condition due to essure. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included body mass index normal, menometrorrhagia, malaise, latex allergy, thyrotropin low, testosterone low and blood progesterone low. Concomitant products included isosorbide mononitrate (monopur), progesterone since (B)(6) 2015, testosterone since (B)(6) 2015 and valaciclovir hydrochloride (valtrex) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pelvic discomfort ("discomfort"). On (B)(6) 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with fatigue, inflammation, inflammation, musculoskeletal stiffness, pain in extremity, grip strength decreased, arthralgia, peripheral swelling, joint swelling and rheumatoid factor increased, 5 months 16 days after insertion of essure. In 2013, the patient experienced aphasia ("dysphasia beginning"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), depression ("depression /it is very depressing depression"), dyspareunia ("pain during intercourse"), allergy to metals ("I truly believe I am allergic to nickel/ hypersensitivity reaction to nickel") with allergy to metals, loss of personal independence in daily activities ("I am very limited in what I can do") and gait disturbance ("I struggle with walking down the stairs") and was found to have weight decreased ("weight fluctuation (weight loss)"). The patient was treated with fluconazole (diflucan), ibuprofen (ibuprofene), naproxen sodium (aleve tablet), medical treatment recieved and surgery (endometrial ablation after hsg, laparoscopy,hysterectomy on (B)(6) 2014 and scheduled for essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, abdominal pain, back pain, dyspareunia and aphasia outcome was unknown, the pelvic pain was resolving, the genital haemorrhage, rheumatoid arthritis, depression, pelvic discomfort, allergy to metals, loss of personal independence in daily activities and gait disturbance had not resolved and the weight decreased had resolved. The reporter considered abdominal pain, allergy to metals, aphasia, back pain, depression, device breakage, device dislocation, dyspareunia, gait disturbance, genital haemorrhage, loss of personal independence in daily activities, pelvic discomfort, pelvic pain, rheumatoid arthritis and weight decreased to be related to essure. The reporter commented: essure was removed on (B)(6) 2014 . An x ray taken on (B)(6) 2018 shows a "small metallic fragment in the left pelvis which may be related to prior essure device placement". She intends to have this metal. Hence she is currently planning for essure fragment removal. Essure placemet was easy. Other concomitant medication include -liquid iron, 5-mthf plus b12, greens nature -throid, collagen hydrolosate, turmeric curcumin, super bio c buffered, dsf (adrenals),vit d , calcium magnesium, primal defense ultra probiotic. I suspect that I am allergic to nickel since my symptoms of pelvic pain and discomfort began immediately after placement, followed shortly by inflammation and diagnosis of rheumatoid arthritis. We firmly believe that I am allergic to the nickel that the device is made of and that is what lead to the ra. Following essure placement procedure, consumer used condoms until hsg confirmation. Knee surgery (right) (B)(6) 2012 chipped bone on knee cap that was dangling and rubbing below bone. No bleeding with procedure since we fulgurated the area that we interrupted the tubes. Pelvic pain ever since she had essure device placed. Essure procedure exam revealed uterus to be anteverted axial retroverted freely mobile and not particularly enlarged. Rheumatoid arthritis: rf and ccp positive symmetrical joint complaints with synovial thickening. No significant deformity despite 3.5 years of symptoms. Essure was placed on the left then the right. On the left side and right side we could count 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in (B)(6) 2011: results: fallopian tubes were blocked. Pregnancy test urine - on an unknown date: results: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; rheumatoid arthritis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small metallic fragment in the left pelvis which may be related to prior essure device placement'), device dislocation ('small metallic fragment in the left pelvis which may be related to prior essure device placement" (B)(6) 2018'), pelvic pain ('chronic pain / daily pain') and genital haemorrhage ('heavy bleeding') in a 39-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coital bleeding in (B)(6) 2010, gravida ii, parity 2 ((B)(6) 2007 and (B)(6) 2009), endometrial ablation, hypothyroidism and vitamin d deficiency. *essure confirmation test, hsg, on (B)(6) 2011 : satisfactory placement of bilateral essure microinserts with complete tubal occlusion. On (B)(6) 2013, crp high sensitivity showed 3.6 mg/l <1.0 rheumatoid factor was 60 iu/ml <14. On (B)(6) 2015 - MRI knee left revealed peripheral longitudinal year within the anterior horn of the lateral meniscus, moderately severe chondromalacia patella with areas of chondromalacia at the anteromedial and anterolateral aspects of the tibial plateau moderate sized knee joint effusion with large moderate sized knee joint effusion with large lobulated popliteal cyst. The joint fluid is of increased t1 signal suggesting synovitis or hemarthrosis. There is no aggravated any psychiatric and psycological condition due to essure. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included body mass index normal, menometrorrhagia, malaise, latex allergy, thyrotropin low, testosterone low and blood progesterone low. Concomitant products included isosorbide mononitrate (monopur), progesterone since (B)(6) 2015, testosterone since (B)(6) 2015 and valaciclovir hydrochloride (valtrex) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pelvic discomfort ("discomfort"). On (B)(6) 2011, the patient experienced rheumatoid arthritis ("rheumatoid arthritis") with fatigue, inflammation, inflammation, musculoskeletal stiffness, pain in extremity, grip strength decreased, arthralgia, peripheral swelling, joint swelling and rheumatoid factor increased, 5 months 16 days after insertion of essure. In 2013, the patient experienced aphasia ("dysphasia beginning"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), depression ("depression /it is very depressing depression"), dyspareunia ("pain during intercourse"), allergy to metals ("I truly believe I am allergic to nickel/ hypersensitivity reaction to nickel") with allergy to metals, loss of personal independence in daily activities ("I am very limited in what I can do"), gait disturbance ("I struggle with walking down the stairs") and arthritis ("inflammation of knee/ wrists/ankles") and was found to have weight decreased ("weight fluctuation (weight loss)"). The patient was treated with fluconazole (diflucan), ibuprofen (ibuprofene), naproxen sodium (aleve tablet), medical treatment recieved and surgery (endometrial ablation after hsg and laparoscopy,hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, abdominal pain, back pain, dyspareunia, aphasia and arthritis outcome was unknown, the pelvic pain was resolving, the genital haemorrhage, rheumatoid arthritis, depression, pelvic discomfort, allergy to metals, loss of personal independence in daily activities and gait disturbance had not resolved and the weight decreased had resolved. The reporter considered abdominal pain, allergy to metals, aphasia, arthritis, back pain, depression, device breakage, device dislocation, dyspareunia, gait disturbance, genital haemorrhage, loss of personal independence in daily activities, pelvic discomfort, pelvic pain, rheumatoid arthritis and weight decreased to be related to essure. The reporter commented: essure was removed on (B)(6) 2014 . An x ray taken on (B)(6) 2018 shows a "small metallic fragment in the left pelvis which may be related to prior essure device placement". She intends to have this metal. Hence she is currently planning for essure fragment removal. Essure placemet was easy. Other concomitant medication include -liquid iron, 5-mthf plus b12, greens nature -throid, collagen hydrolosate, turmeric curcumin, super bio c buffered, dsf (adrenals),vit d , calcium magnesium, primal defense ultra probiotic. I suspect that I am allergic to nickel since my symptoms of pelvic pain and discomfort began immediately after placement, followed shortly by inflammation and diagnosis of rheumatoid arthritis. We firmly believe that I am allergic to the nickel that the device is made of and that is what lead to the ra. Following essure placement procedure, consumer used condoms until hsg confirmation. Knee surgery (right) (B)(6) 2012 chipped bone on knee cap that was dangling and rubbing below bone. No bleeding with procedure since we fulgurated the area that we interrupted the tubes. Pelvic pain ever since she had essure device placed. Essure procedure exam revealed uterus to be anteverted axial retroverted freely mobile and not particularly enlarged. Rheumatoid arthritis: rf and ccp positive symmetrical joint complaints with synovial thickening. No significant deformity despite 3.5 years of symptoms. Essure was placed on the left then the right. On the left side and right side we could count 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: fallopian tubes were blocked. Pregnancy test urine - on an unknown date: results: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; rheumatoid arthritis lot number: 50512931 manufacturing date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small metallic fragment in the left pelvis which may be related to prior essure device placement'), device dislocation ('small metallic fragment in the left pelvis which may be related to prior essure device placement" (B)(6) 2018'), pelvic pain ('chronic pain / daily pain') and genital haemorrhage ('heavy bleeding') in a 39-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coital bleeding in (B)(6) 2010, gravida ii, parity 2 ((B)(6) 2007 and (B)(6) 2009), endometrial ablation, hypothyroidism and vitamin d deficiency. Essure confirmation test, hsg, on (B)(6) 2011 : satisfactory placement of bilateral essure microinserts with complete tubal occlusion on (B)(6) 2013, crp high sensitivity showed 3.6 mg/l <1.0 rheumatoid factor was 60 iu/ml <14. On (B)(6) 2015 - MRI knee left revealed peripheral longitudinal year within the anterior horn of the lateral meniscus, moderately severe chondromalacia patella with areas of chondromalacia at the anteromedial and anterolateral aspects of the tibial plateau moderate sized knee joint effusion with large moderate sized knee joint effusion with large lobulated popliteal cyst. The joint fluid is of increased t1 signal suggesting synovitis or hemarthrosis. There is no aggravated any psychiatric and psycological condition due to essure. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included body mass index normal, menometrorrhagia, malaise, latex allergy, thyrotropin low, testosterone low and blood progesterone low. Concomitant products included isosorbide mononitrate (monopur), progesterone since (B)(6) 2015, testosterone since (B)(6) 2015 and valaciclovir hydrochloride (valtrex) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pelvic discomfort ("discomfort"). On (B)(6) 2011, the patient experienced rheumatoid arthritis ("rheumatoid arthritis") with fatigue, inflammation, inflammation, musculoskeletal stiffness, pain in extremity, grip strength decreased, arthralgia, peripheral swelling, joint swelling and rheumatoid factor increased, 5 months 16 days after insertion of essure. In 2013, the patient experienced aphasia ("dysphasia beginning"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), depression ("depression /it is very depressing depression"), dyspareunia ("pain during intercourse"), allergy to metals ("I truly believe I am allergic to nickel/ hypersensitivity reaction to nickel") with allergy to metals, loss of personal independence in daily activities ("I am very limited in what I can do"), gait disturbance ("I struggle with walking down the stairs") and arthritis ("inflammation of knee/ wrists/ankles") and was found to have weight decreased ("weight fluctuation (weight loss)"). The patient was treated with fluconazole (diflucan), ibuprofen (ibuprofene), naproxen sodium (aleve tablet), medical treatment recieved and surgery (endometrial ablation after hsg and laparoscopy,hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, abdominal pain, back pain, dyspareunia, aphasia and arthritis outcome was unknown, the pelvic pain was resolving, the genital haemorrhage, rheumatoid arthritis, depression, pelvic discomfort, allergy to metals, loss of personal independence in daily activities and gait disturbance had not resolved and the weight decreased had resolved. The reporter considered abdominal pain, allergy to metals, aphasia, arthritis, back pain, depression, device breakage, device dislocation, dyspareunia, gait disturbance, genital haemorrhage, loss of personal independence in daily activities, pelvic discomfort, pelvic pain, rheumatoid arthritis and weight decreased to be related to essure. The reporter commented: essure was removed on (B)(6) 2014 . An x ray taken on (B)(6) 2018 shows a "small metallic fragment in the left pelvis which may be related to prior essure device placement". She intends to have this metal. Hence she is currently planning for essure fragment removal. Essure placemet was easy. Other concomitant medication include -liquid iron, 5-mthf plus b12, greens nature -throid, collagen hydrolosate, turmeric curcumin, super bio c buffered, dsf (adrenals),vit d , calcium magnesium, primal defense ultra probiotic. I suspect that I am allergic to nickel since my symptoms of pelvic pain and discomfort began immediately after placement, followed shortly by inflammation and diagnosis of rheumatoid arthritis. We firmly believe that I am allergic to the nickel that the device is made of and that is what lead to the ra. Following essure placement procedure, consumer used condoms until hsg confirmation. Knee surgery (right) (B)(6) 2012 chipped bone on knee cap that was dangling and rubbing below bone. No bleeding with procedure since we fulgurated the area that we interrupted the tubes. Pelvic pain ever since she had essure device placed. Essure procedure exam revealed uterus to be anteverted axial retroverted freely mobile and not particularly enlarged. Rheumatoid arthritis: rf and ccp positive symmetrical joint complaints with synovial thickening. No significant deformity despite 3.5 years of symptoms. Essure was placed on the left then the right. On the left side and right side we could count 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: fallopian tubes were blocked. Pregnancy test urine - on an unknown date: results: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; rheumatoid arthritis lot number: 50512931 manufacturing date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small metallic fragment in the left pelvis which may be related to prior essure device placement'), device dislocation ('small metallic fragment in the left pelvis which may be related to prior essure device placement" (B)(6) 2018'), pelvic pain ('chronic pain / daily pain') and genital haemorrhage ('heavy bleeding') in a 39-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coital bleeding in (B)(6) 2010, gravida ii, parity 2 ((B)(6) 2007 and (B)(6) 2009), endometrial ablation, hypothyroidism and vitamin d deficiency. *essure confirmation test, hsg, on (B)(6) 2011 : satisfactory placement of bilateral essure microinserts with complete tubal occlusion. On (B)(6) 2013, crp high sensitivity showed 3.6 mg/l <1.0 rheumatoid factor was 60 iu/ml <14. On (B)(6) 2015 - MRI knee left revealed peripheral longitudinal year within the anterior horn of the lateral meniscus, moderately severe chondromalacia patella with areas of chondromalacia at the anteromedial and anterolateral aspects of the tibial plateau moderate sized knee joint effusion with large moderate sized knee joint effusion with large lobulated popliteal cyst. The joint fluid is of increased t1 signal suggesting synovitis or hemarthrosis. There is no aggravated any psychiatric and psycological condition due to essure. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included body mass index normal, menometrorrhagia, malaise, latex allergy, thyrotropin low, testosterone low and blood progesterone low. Concomitant products included isosorbide mononitrate (monopur), progesterone since (B)(6) 2015, testosterone since (B)(6) 2015 and valaciclovir hydrochloride (valtrex) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pelvic discomfort ("discomfort"). On (B)(6) 2011, the patient experienced rheumatoid arthritis ("rheumatoid arthritis") with fatigue, inflammation, inflammation, musculoskeletal stiffness, pain in extremity, grip strength decreased, arthralgia, peripheral swelling, joint swelling and rheumatoid factor increased, 5 months 16 days after insertion of essure. In 2013, the patient experienced aphasia ("dysphasia beginning"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), depression ("depression /it is very depressing depression"), dyspareunia ("pain during intercourse"), allergy to metals ("I truly believe I am allergic to nickel/ hypersensitivity reaction to nickel") with allergy to metals, loss of personal independence in daily activities ("I am very limited in what I can do"), gait disturbance ("I struggle with walking down the stairs") and arthritis ("inflammation of knee/ wrists/ankles") and was found to have weight decreased ("weight fluctuation (weight loss)"). The patient was treated with fluconazole (diflucan), ibuprofen (ibuprofene), naproxen sodium (aleve tablet), medical treatment recieved and surgery (endometrial ablation after hsg and laparoscopy,hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, abdominal pain, back pain, dyspareunia, aphasia and arthritis outcome was unknown, the pelvic pain was resolving, the genital haemorrhage, rheumatoid arthritis, depression, pelvic discomfort, allergy to metals, loss of personal independence in daily activities and gait disturbance had not resolved and the weight decreased had resolved. The reporter considered abdominal pain, allergy to metals, aphasia, arthritis, back pain, depression, device breakage, device dislocation, dyspareunia, gait disturbance, genital haemorrhage, loss of personal independence in daily activities, pelvic discomfort, pelvic pain, rheumatoid arthritis and weight decreased to be related to essure. The reporter commented: essure was removed on (B)(6) 2014 . An x ray taken on (B)(6) 2018 shows a "small metallic fragment in the left pelvis which may be related to prior essure device placement". She intends to have this metal. Hence she is currently planning for essure fragment removal. Essure placemet was easy. Other concomitant medication include -liquid iron, 5-mthf plus b12, greens nature -throid, collagen hydrolosate, turmeric curcumin, super bio c buffered, dsf (adrenals),vit d , calcium magnesium, primal defense ultra probiotic. I suspect that I am allergic to nickel since my symptoms of pelvic pain and discomfort began immediately after placement, followed shortly by inflammation and diagnosis of rheumatoid arthritis. We firmly believe that I am allergic to the nickel that the device is made of and that is what lead to the ra. Following essure placement procedure, consumer used condoms until hsg confirmation. Knee surgery (right) (B)(6) 2012 chipped bone on knee cap that was dangling and rubbing below bone. No bleeding with procedure since we fulgurated the area that we interrupted the tubes. Pelvic pain ever since she had essure device placed. Essure procedure exam revealed uterus to be anteverted axial retroverted freely mobile and not particularly enlarged. Rheumatoid arthritis: rf and ccp positive symmetrical joint complaints with synovial thickening. No significant deformity despite 3.5 years of symptoms. Essure was placed on the left then the right. On the left side and right side we could count 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: fallopian tubes were blocked. Pregnancy test urine - on an unknown date: results: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: pfs received new reporter information and new event arthritis was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / daily pain"), genital haemorrhage ("heavy bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a (B)(6) year-old female patient who had essure (batch no. 50512931) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 2007 and (B)(6) 2009). There is no aggravated any psychiatric and psychological condition due to essure. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included body mass index normal. Concomitant products included isosorbide mononitrate (monopur), progesterone in (B)(6) 2015, testosterone in (B)(6) 2015 and valaciclovir hydrochloride (valtrex) in (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pelvic discomfort ("discomfort"). On (B)(6) 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with fatigue, inflammation, inflammation, musculoskeletal stiffness, pain in extremity, grip strength decreased, arthralgia, peripheral swelling, joint swelling and rheumatoid factor increased. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), depression ("depression /it is very depressing depression"), weight fluctuation ("weight fluctuation"), dyspareunia ("pain during intercourse"), allergy to metals ("I truly believe I am allergic to nickel/ hypersensitivity reaction to nickel") with hypersensitivity, loss of personal independence in daily activities ("I am very limited in what I can do") and gait disturbance ("I struggle with walking down the stairs"). The patient was treated with ibuprofen (ibuprofen), naproxen sodium (aleve tablet), surgery (hysterectomy on (B)(6) 2014) and surgery (endometrial ablation after hsg). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, rheumatoid arthritis, depression, weight fluctuation, pelvic discomfort, allergy to metals, loss of personal independence in daily activities and gait disturbance had not resolved and the abdominal pain, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, depression, dyspareunia, gait disturbance, genital haemorrhage, loss of personal independence in daily activities, pelvic discomfort, pelvic pain, rheumatoid arthritis and weight fluctuation to be related to essure. The reporter commented: essure placement was easy. Other concomitant medication include -liquid iron, 5-mthf plus b12, greens nature - throid, collagen hydrolisate, turmeric curcumin, super bio c buffered, dsf (adrenals),vit d , calcium magnesium, primal defense ultra probiotic. I suspect that I am allergic to nickel since my symptoms of pelvic pain and discomfort began immediately after placement, followed shortly by inflammation and diagnosis of rheumatoid arthritis. We firmly believe that I am allergic to the nickel that the device is made of and that is what lead to the ra. Following essure placement procedure, consumer used condoms until hsg confirmation. Knee surgery (right) (B)(6) 2012 chipped bone on knee cap that was dangling and rubbing below bone. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: fallopian tubes were blocked. Essure confirmation test, hsg, on (B)(6) 2011. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-sep-2017: event "discomfort, I truly believe I am allergic to nickel, I am very limited in what I can do, I struggle with walking down the stairs", reporters, concomitant drug, historical condition were added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("small metallic fragment in the left pelvis which may be related to prior essure device placement"), device dislocation ("small metallic fragment in the left pelvis which may be related to prior essure device placement" 02nov2018"), pelvic pain ("chronic pain / daily pain"), genital haemorrhage ("heavy bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a 39-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2007 and (B)(6) 2009), coital bleeding in (B)(6) 2010, endometrial ablation, hypothyroidism and vitamin d deficiency. *essure confirmation test, hsg, on (B)(6) 2011 : satisfactory placement of bilateral essure microinserts with complete tubal occlusion on (B)(6) 2013, crp high sensitivity showed 3.6 mg/l <1.0 rheumatoid factor was 60 iu/ml <14 on (B)(6) 2015 - MRI knee left revealed peripheral longitudinal year within the anterior horn of the lateral meniscus, moderately severe chondromalacia patella with areas of chondromalacia at the anteromedial and anterolateral aspects of the tibial plateau moderate sized knee joint effusion with large moderate sized knee joint effusion with large lobulated popliteal cyst. The joint fluid is of increased t1 signal suggesting synovitis or hemarthrosis. There is no aggravated any psychiatric and psycological condition due to essure. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included body mass index normal, menometrorrhagia, malaise, latex allergy, thyrotropin low, testosterone low and blood progesterone low. Concomitant products included isosorbide mononitrate (monopur), progesterone since (B)(6) 2015, testosterone since (B)(6) 2015 and valaciclovir hydrochloride (valtrex) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pelvic discomfort ("discomfort"). On (B)(6) 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with fatigue, inflammation, inflammation, musculoskeletal stiffness, pain in extremity, grip strength decreased, arthralgia, peripheral swelling, joint swelling and rheumatoid factor increased, 5 months 16 days after insertion of essure. In 2013, the patient experienced aphasia ("dysphasia beginning"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), depression ("depression /it is very depressing depression"), dyspareunia ("pain during intercourse"), allergy to metals ("I truly believe I am allergic to nickel/ hypersensitivity reaction to nickel") with allergy to metals, loss of personal independence in daily activities ("I am very limited in what I can do") and gait disturbance ("I struggle with walking down the stairs") and was found to have weight decreased ("weight fluctuation (weight loss)"). The patient was treated with fluconazole (diflucan), ibuprofen (ibuprofene), naproxen sodium (aleve tablet), medical treatment recieved and surgery (endometrial ablation after hsg, laparoscopy,hysterectomy on (B)(6) 2014 and scheduled for essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, abdominal pain, back pain, dyspareunia and aphasia outcome was unknown, the pelvic pain was resolving, the genital haemorrhage, rheumatoid arthritis, depression, pelvic discomfort, allergy to metals, loss of personal independence in daily activities and gait disturbance had not resolved and the weight decreased had resolved. The reporter considered abdominal pain, allergy to metals, aphasia, back pain, depression, device breakage, device dislocation, dyspareunia, gait disturbance, genital haemorrhage, loss of personal independence in daily activities, pelvic discomfort, pelvic pain, rheumatoid arthritis and weight decreased to be related to essure. The reporter commented: essure was removed on (B)(6) 2014 . An x ray taken on (B)(6) 2018 shows a "small metallic fragment in the left pelvis which may be related to prior essure device placement". She intends to have this metal. Hence she is currently planning for essure fragment removal. Essure placemet was easy. Other concomitant medication include -liquid iron, 5-mthf plus b12, greens nature -throid, collagen hydrolosate, turmeric curcumin, super bio c buffered, dsf (adrenals),vit d , calcium magnesium, primal defense ultra probiotic. I suspect that I am allergic to nickel since my symptoms of pelvic pain and discomfort began immediately after placement, followed shortly by inflammation and diagnosis of rheumatoid arthritis. We firmly believe that I am allergic to the nickel that the device is made of and that is what lead to the ra. Following essure placement procedure, consumer used condoms until hsg confirmation. Knee surgery (right) (B)(6) 2012 chipped bone on knee cap that was dangling and rubbing below bone. No bleeding with procedure since we fulgurated the area that we interrupted the tubes. Pelvic pain ever since she had essure device placed. Essure procedure exam revealed uterus to be anteverted axial retroverted freely mobile and not particularly enlarged. Rheumatoid arthritis: rf and ccp positive symmetrical joint complaints with synovial thickening. No significant deformity despite 3.5 years of symptoms. Essure was placed on the left then the right. On the left side and right side we could count 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: fallopian tubes were blocked. Pregnancy test urine - on an unknown date: results: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; rheumatoid arthritis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-feb-2019: pfs received. Event " device dislocation and device breakage" were added. Event " weight fluctuation was updated as weight loss". Outcome of event pelvic pain was updated as recovering and weight loss was updated as recovered. Medical history and reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / daily pain"), genital haemorrhage ("heavy bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a 39-year-old female patient who had essure (batch no. 50512931) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2007 and (B)(6) 2009) and coital bleeding in (B)(6) 2010. There is no aggravated any psychiatric and psycological condition due to essure. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included body mass index normal, menometrorrhagia, malaise, latex allergy, thyrotropin low, testosterone low and blood progesterone low. Concomitant products included isosorbide mononitrate (monopur), progesterone since (B)(6) 2015, testosterone since (B)(6) 2015 and valaciclovir hydrochloride (valtrex) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pelvic discomfort ("discomfort"). On (B)(6) 2011, 5 months 16 days after insertion of essure, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with fatigue, inflammation, inflammation, musculoskeletal stiffness, pain in extremity, grip strength decreased, arthralgia, peripheral swelling, joint swelling and rheumatoid factor increased. In 2013, the patient experienced aphasia ("dysphasia beginning"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), depression ("depression /it is very depressing depression"), weight fluctuation ("weight fluctuation"), dyspareunia ("pain during intercourse"), allergy to metals ("I truly believe I am allergic to nickel/ hypersensitivity reaction to nickel") with allergy to metals, loss of personal independence in daily activities ("I am very limited in what I can do") and gait disturbance ("I struggle with walking down the stairs"). The patient was treated with ibuprofen (ibuprofene), naproxen sodium (aleve tablet), fluconazole (diflucan), surgery (laparoscopy,hysterectomy on (B)(6) 2014) and surgery (endometrial ablation after hsg). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, rheumatoid arthritis, depression, weight fluctuation, pelvic discomfort, allergy to metals, loss of personal independence in daily activities and gait disturbance had not resolved and the abdominal pain, back pain, dyspareunia and aphasia outcome was unknown. The reporter considered abdominal pain, allergy to metals, aphasia, back pain, depression, dyspareunia, gait disturbance, genital haemorrhage, loss of personal independence in daily activities, pelvic discomfort, pelvic pain, rheumatoid arthritis and weight fluctuation to be related to essure. The reporter commented: essure placemet was easy. Other concomitant medication include -liquid iron, 5-mthf plus b12, greens nature -throid, collagen hydrolosate, turmeric curcumin, super bio c buffered, dsf (adrenals),vit d , calcium magnesium, primal defense ultra probiotic. I suspect that I am allergic to nickel since my symptoms of pelvic pain and discomfort began immediately after placement, followed shortly by inflammation and diagnosis of rheumatoid arthritis. We firmly believe that I am allergic to the nickel that the device is made of and that is what lead to the ra. Following essure placement procedure, consumer used condoms until hsg confirmation. Knee surgery (right) (B)(6) 2012 chipped bone on knee cap that was dangling and rubbing below bone. No bleeding with procedure since we fulgurated the area that we interrupted the tubes. Pelvic pain ever since she had essure device placed. Essure procedure exam revealed uterus to be anteverted axial retroverted freely mobile and not particularly enlarged. Rheumatoid arthritis: rf and ccp positive symmetrical joint complaints with synovial thickening. No significant deformity despite 3.5 years of symptoms. Essure was placed on the left then the right. On the left side and right side we could count 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: fallopian tubes were blocked pregnancy test urine - on an unknown date: negative essure confirmation test, hsg, on (B)(6) 2011 : satisfactory placement of bilateral essure microinserts with complete tubal occlusion on (B)(6) 2013, crp high sensitivity showed 3.6 mg/l <1.0. Rheumatoid factor was 60 iu/ml <14. On (B)(6) 2015 - MRI knee left revealed peripheral longitudinal year within the anterior horn of the lateral meniscus, moderately severe chondromalacia patella with areas of chondromalacia at the anteromedial and anterolateral aspects of the tibial plateau moderate sized knee joint effusion with large moderate sized knee joint effusion with large lobulated popliteal cyst. The joint fluid is of increased t1 signal suggesting synovitis or hemarthrosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / daily pain"), genital haemorrhage ("heavy bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a 39-year-old female patient who had essure (batch no. 50512931) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2007 and (B)(6) 2009) and coital bleeding in (B)(6) 2010. There is no aggravated any psychiatric and psychological condition due to essure. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included body mass index normal, menometrorrhagia, malaise, latex allergy, thyrotropin low, testosterone low and blood progesterone low. Concomitant products included isosorbide mononitrate (monopur), progesterone since (B)(6) 2015, testosterone since (B)(6) 2015 and valaciclovir hydrochloride (valtrex) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pelvic discomfort ("discomfort"). On (B)(6) 2011, 5 months 16 days after insertion of essure, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with fatigue, inflammation, inflammation, musculoskeletal stiffness, pain in extremity, grip strength decreased, arthralgia, peripheral swelling, joint swelling and rheumatoid factor increased. In 2013, the patient experienced aphasia ("dysphasia beginning"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), depression ("depression /it is very depressing depression"), weight fluctuation ("weight fluctuation"), dyspareunia ("pain during intercourse"), allergy to metals ("I truly believe I am allergic to nickel/ hypersensitivity reaction to nickel") with allergy to metals, loss of personal independence in daily activities ("I am very limited in what I can do") and gait disturbance ("I struggle with walking down the stairs"). The patient was treated with ibuprofen (ibuprofene), naproxen sodium (aleve tablet), fluconazole (diflucan), surgery (laparoscopy,hysterectomy on (B)(6) 2014) and surgery (endometrial ablation after hsg). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, rheumatoid arthritis, depression, weight fluctuation, pelvic discomfort, allergy to metals, loss of personal independence in daily activities and gait disturbance had not resolved and the abdominal pain, back pain, dyspareunia and aphasia outcome was unknown. The reporter considered abdominal pain, allergy to metals, aphasia, back pain, depression, dyspareunia, gait disturbance, genital haemorrhage, loss of personal independence in daily activities, pelvic discomfort, pelvic pain, rheumatoid arthritis and weight fluctuation to be related to essure. The reporter commented: essure placement was easy. Other concomitant medication include -liquid iron, 5-mthf plus b12, greens nature -throid, collagen hydrolosate, turmeric curcumin, super bio c buffered, dsf (adrenals),vit d , calcium magnesium, primal defense ultra probiotic. I suspect that I am allergic to nickel since my symptoms of pelvic pain and discomfort began immediately after placement, followed shortly by inflammation and diagnosis of rheumatoid arthritis. We firmly believe that I am allergic to the nickel that the device is made of and that is what lead to the ra. Following essure placement procedure, consumer used condoms until hsg confirmation. Knee surgery (right) (B)(6) 2012 chipped bone on knee cap that was dangling and rubbing below bone. No bleeding with procedure since we fulgurated the area that we interrupted the tubes. Pelvic pain ever since she had essure device placed. Essure procedure exam revealed uterus to be anteverted axial retroverted freely mobile and not particularly enlarged. Rheumatoid arthritis: rf and ccp positive symmetrical joint complaints with synovial thickening. No significant deformity despite 3.5 years of symptoms. Essure was placed on the left then the right. On the left side and right side we could count 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: fallopian tubes were blocked pregnancy test urine - on an unknown date: negative essure confirmation test, hsg, on (B)(6) 2011 : satisfactory placement of bilateral essure microinserts with complete tubal occlusion on (B)(6) 2013, crp high sensitivity showed 3.6 mg/l <1.0. Rheumatoid factor was 60 iu/ml <14. On (B)(6) 2015 - MRI knee left revealed peripheral longitudinal year within the anterior horn of the lateral meniscus, moderately severe chondromalacia patella with areas of chondromalacia at the anteromedial and anterolateral aspects of the tibial plateau moderate sized knee joint effusion with large moderate sized knee joint effusion with large lobulated popliteal cyst. The joint fluid is of increased t1 signal suggesting synovitis or hemarthrosis. Most recent follow-up information incorporated above includes: on 28-jun-2018: plaintiff fact sheet and medical records were received. Event dysphasia beginning was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), rheumatoid arthritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), depression ("depression"), weight fluctuation ("weight fluctuation") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy on (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain and rheumatoid arthritis had not resolved and the genital haemorrhage, abdominal pain, back pain, fatigue, depression, weight fluctuation and dyspareunia outcome was unknown. The reporter considered pelvic pain, rheumatoid arthritis, genital haemorrhage, abdominal pain, back pain, fatigue, depression, weight fluctuation and dyspareunia to be related to essure. Most recent follow-up information incorporated above includes: on 10-feb-2017: new events added. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed chronic pain and heavy bleeding. Essure device was removed by hysterectomy around 3 years after insertion. Additionally, she was diagnosed with rheumatoid arthritis. Pain and heavy bleeding are anticipated according to essure's reference safety information, while the other event is unanticipated. During essure micro-insert therapy, abdominal, pelvic pain and genital bleeding and menses pattern changes may occur. In this particular case, consumer's pain and heavy bleeding started after essure insertion and no alternative explanation was provided. Based on the available information and events' nature, causality with the suspect insert cannot be totally ruled out. Regarding the reported rheumatoid arthritis, considering event's nature and given essure local action into the fallopian tubes causality with the suspect insert is considered very unlikely. This case was regarded as incident, since device removal was required. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.